Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that his wife had experienced high blood glucose levels. Blood glucose level at the time of incident was 507 mg/dl and the current blood glucose level was 350 mg/dl. Customer treated hyperglycemia with manual injections. Customer reported symptoms like difficulties while breathing. Customer had been using insulin pump within 48 hours of reported. The troubleshooting was performed. The insulin pump will not be returned for analysis.